Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
On 10th may, 2024 getinge became aware of an issue with one of surgical lights - powerled ii. It was stated the cover detached from the arm. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause serious injury.

Event description:
On 10th may, 2024 getinge became aware of an issue with one of surgical lights - powerled ii. It was stated the cover detached from the arm. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause serious injury. Further information provided by getinge employee indicated that dust cover had been installed incorrectly but did not fell off. Based on additional input from getinge employee it was possible to determine that the issue investigated herein is not safety and risk related, as there was no indication of cover detachment, which was initially considered. Therefore, the scenario described in the record is considered as non-reportable.

Manufacturer narrative:
The initial reporter was getinge technician. The correction of b5 describe event and problem, d4 serial #, h4 manufacture date, h6 medical device ¿ problem code and h6 investigation findings deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 10th may, 2024 getinge became aware of an issue with one of surgical lights - powerled ii. It was stated the cover detached from the arm. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause serious injury. Corrected b5 describe event and problem: on 10th may, 2024 getinge became aware of an issue with one of surgical lights - powerled ii. It was stated the cover detached from the arm. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause serious injury. Further information provided by getinge employee indicated that dust cover had been installed incorrectly but did not fell off. Based on additional input from getinge employee it was possible to determine that the issue investigated herein is not safety and risk related, as there was no indication of cover detachment, which was initially considered. Therefore, the scenario described in the record is considered as non-reportable. Previous d4 serial #: (B)(6). Corrected d4 serial #: (B)(6). Previous h4 manufacture date: 12/11/2023. Corrected h4 manufacture date: 12/13/2023. Previous h6 medical device ¿ problem code: mechanical problem/detachment of device or device component//2907. Corrected h6 medical device ¿ problem code: no apparent adverse event///3189. Previous h6 investigation findings: results pending completion of investigation///3233. Corrected h6 investigation findings: none. Initially provided information was pointing to cover detachment. The issue is considered as safety related as any parts falling off into sterile field or during procedure may cause serious injury. According to additional clarification provided by the getinge technician, the initial information was not clear. It was determined that the issue investigated herein is not safety and risk related as the dust cover had been installed incorrectly but there was no indication of its detachment. The investigation was performed. The investigated scenarios did not cause risk to human life. The review of the customer product complaints, related to investigated issue in time, shows that there is no regular income. There is no indication if the device was being used for patient treatment at the time when the event occurred. No apparent reason was identified for suggesting to open a CAPA or evaluation for the need of another action in the market.